Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of audio/beep anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer received a constant tone and the pump did not reset. The customer was not able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with flashing white lcd display with constant beeping audio alarm anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received with scratched case and fading serial number label.